Manufacturer narrative:
Even though requested, neither logfiles nor additional information about the case in question were received for investigation. Thus, the exact root cause could not be determined. The only information additionally received was that rescue medications were given and the patient was manually ventilated. The fabius gs is equipped with an integrated pressure-, volume- and inspiratory oxygen concentration monitoring that ensures that restrictions in ventilation are obvious and that alarms are generated according to the alarm limits adjusted by the user. As per iec 60601-2-13 and also described in the instructions for use, additional monitoring of the concentrations of co2 and anesthetic agent is required when the machine is in use.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the patient could not be ventilated. Patient desaturated and needed emergency interventions.